Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2018, a log file was submitted to technical services for review. The manufacturer¿s technical service representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2018 that lasted approximately 3 seconds and another pump stoppage on (B)(6) 2018 that lasted approximately 2 seconds. On (B)(6) 2018, the customer submitted x-ray images of the percutaneous lead and reported that the patient was provided an ungrounded patient cable. The patient did not experience further alarms. The manufacturer¿s technical service representative reviewed the x-ray images and informed the customer that they were unremarkable. On (B)(6) 2018, the customer reported that the patient had a low flow alarm while bending over a few days prior. The patient was asymptomatic and vad parameters were normal. The manufacture's clinical consultant stated that the internal loop of the driveline appeared acute and inquired if the patient could have an internal short-to-shield and ingestion. On (B)(6) 2018, the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) repair. Post-repair, the patient¿s vad system was connected to a normal patient cable with no issues. On (B)(6) 2018, the customer reported that the patient remained on a normal patient cable overnight with no further alarms. The manufacturer¿s technical service representative reviewed an additional log file submitted for review and observed that the pump was operating at the set speed. The customer was informed that the event history post the repair was normal.

Manufacturer narrative:
The reported low speed, low flow, and pump stoppage events were confirmed via the submitted system controller log files. A distal end percutaneous lead repair was performed by a technical services representative on 16apr2018. The approximately 18-inch segment of percutaneous lead replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The percutaneous lead was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.